Event description:
The generator was later received by manufacturer to undergo product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away and the patient's parents were interested in having diagnostics performed on the patient's device. Per the medical examiner, it was not determined if the patient's passing was related to the vns but a few weeks prior the patient complained of being "shocked" by his dryer a few weeks prior. The parents were concerned that the shock may have disabled his device and lead to a "silent seizure". Additional information was received that the medical examiner's office had explanted the patient's vns system. The devices have not been received to date. No other relevant information has been received to date.

Event description:
Analysis was completed on the suspect device. No other relevant information has been received to date.